Event description:
The account alleged the knee section goes up as soon as the bed is plugged in. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.